Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res # 90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was experiencing battery issues with their omnipod dash controller/personal diabetes manager (pdm). The battery was overheating and the pdm had become unresponsive. No medical assistance was required and no patient harm was reported. A replacement pdm was issued to the patient.